Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of menorrhagia ('relatively incapacitating menorrhagia with especially profuse menstrual periods for the 3 first days') in a 46-year-old female patient who had essure (batch no. A06330) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast reduction in 2009. Concurrent conditions included seasonal rhinitis, arterial hypertension and gastroesophageal reflux disease (paucisymptomatic). On (B)(6) 2012, the patient had essure inserted. In 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), asthenia ("chronic asthenia"), myalgia ("muscle pain which seemed to worsen") and sleep disorder ("sleep disorder") and was found to have uterine leiomyoma ("uterine myoma 6 cm, not painful, mobile"). The patient was treated with surgery (hysterectomy by vaginal route with preparatory laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, asthenia, myalgia, uterine leiomyoma and sleep disorder outcome was unknown. The reporter considered asthenia, menorrhagia, myalgia, sleep disorder and uterine leiomyoma to be related to essure. The reporter commented: essure removed on patient's request. Reporter assessed that essure contributed to the onset of the event(s). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Laparoscopy - on an unknown date: voluminous, symptomatic uterine myoma 6 cm, not painful, mobile. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: health care professional returned essure device removal questionnaire: initials amended to nval (prev: val), birth date added, height: 166cm, weight: 69kg. Medical history: breast reduction in 2009, seasonal spasmodic rhinitis, hypertension (htn), asymptomatic gastroesophageal reflux disease. Essure removed on patient's request. The uterine myoma had size (new:) 6cm, it was not painful and mobile. No follow up performed six months after essure removal. Reporter assessed that essure contributed to the onset of the event(s). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of menorrhagia ('relatively incapacitating menorrhagia with especially profuse menstrual periods for the 3 first days') in a 46-year-old female patient who had essure (batch no. A06330) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast reduction in 2009. Concurrent conditions included seasonal rhinitis, arterial hypertension and gastroesophageal reflux disease (paucisymptomatic). On (B)(6) 2012, the patient had essure inserted. In 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), asthenia ("chronic asthenia"), myalgia ("muscle pain which seemed to worsen") and sleep disorder ("sleep disorder") and was found to have uterine leiomyoma ("large uterine myoma 6 cm, not painful, mobile"). The patient was treated with surgery (hysterectomy by vaginal route with preparatory laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, asthenia, myalgia, uterine leiomyoma and sleep disorder outcome was unknown. The reporter considered asthenia, menorrhagia, myalgia, sleep disorder and uterine leiomyoma to be related to essure. The reporter commented: essure removed on patient's request. Reporter assessed that essure contributed to the onset of the event(s). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Laparoscopy - on an unknown date: voluminous, symptomatic uterine myoma 6 cm, not painful, mobile. Lot number:a06330 manufacturing date: 2012-05 expiration date:2015-05 sample received at quality unit yes date of sample received at quality unit 2020-11-24 sample description after receiving at quality unit two micro-inserts received. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-nov-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of menorrhagia ('relatively incapacitating menorrhagia with especially profuse menstrual periods for the 3 first days') in a 46-year-old female patient who had essure (batch no. A06330) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), myalgia ("muscle pain which seemed to worsened"), asthenia ("chronic asthenia") and sleep disorder ("sleep disorder"). On an unknown date, the patient was found to have uterine leiomyoma ("uterine myoma"). The patient was treated with surgery (hysterectomy by vaginal route with preparatory laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, myalgia, asthenia, sleep disorder and uterine leiomyoma outcome was unknown. The reporter provided no causality assessment for asthenia, menorrhagia, myalgia, sleep disorder and uterine leiomyoma with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 69 kgs. Laparoscopy - on an unknown date: voluminous, symptomatic uterine myoma.. Most recent follow-up information incorporated above includes: on 12-jun-2019: patient demographic details were provided. Insertion date was reported along with the description of incident, new event added (uterine myoma). Essure removal method was also provided. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of menorrhagia ('relatively incapacitating menorrhagia with especially profuse menstrual periods for the 3 first days') in a female patient who had essure (batch no. A06330) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), myalgia ("muscle pain which seemed to worsened"), asthenia ("chronic asthenia") and sleep disorder ("sleep disorder"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, myalgia, asthenia and sleep disorder outcome was unknown. The reporter provided no causality assessment for asthenia, menorrhagia, myalgia and sleep disorder with essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.